Event description:
Related manufacturer reference number: (B)(6). It was reported that noise was observed on the right ventricular lead and high capture thresholds were observed on the right atrial lead. Both leads were capped and replaced. The patient was in recovering condition.